Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis with a cracked housing and a scratched screen. During analysis, the device was displaying manufacturing utility (pmu) mode which is an issue with the software. Service will reinstall software and replace scratched screen. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited alarm on power up with nothing in display and had a scratched lean and the circuit board needed to be serviced. No adverse effects were reported.